Event description:
A customer reported that during a surgery, the vitrectomy cutter did not cut. The product was replaced with another one, and the surgery was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).